Manufacturer narrative:
Per the user guide: ¿ check your t:slim system¿s personal settings to ensure they are correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's correction bolus was incorrect. Tandem technical support reviewed the current settings and confirmed that the pump calculated the bolus correctly based on the pump settings. Blood glucose was 279 mg/dl. Upon follow-up, the customer reported to have entered the pump settings incorrectly and acknowledged that the event was due to use error. The customer adjusted the setting and the bolus size was correct.